Manufacturer narrative:
(B)(4). Upon receipt of this complaint, additional information about the incident was sought from the customer in order to establish the chain of events leading up to the incident. We also were keen to establish what other devices were in use with the chamber and whether the chamber had been allowed to run dry. No further information was supplied. Method: the complaint mr290 chamber was received and was visually inspected. Results: one of the chamber ports on the returned mr290 was deformed. No stress marks or cracks were found around the deformed port and the chamber was still transparent, not opaque. Conclusion: we were unable to confirm whether the subject mr290 chamber had run dry prior to the observed deformation. It is possible for the mr290 chamber to deform due to excessive heat caused by loss of humidity, but this can only occur if the chamber runs dry and is left to continue operation for a prolonged period of time with no humidity. When the chamber runs out of water the mr850 humidifier displays a visual and audible alarm to alert the caregiver so that the water bag can be replaced. All chambers are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The user instructions which accompany the mr290 chamber state the following: ensure there is a water supply connected to the chamber and that water is present within the chamber. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported that an mr290 humidification chamber melted. It was further reported that the patient was' not wearing the mask' at the time of the incident.